Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The pacemaker was observed to be in backup vvi mode. The patient was in stable condition. No further information was available.

Event description:
Additional information received noted the device was successfully restored to normal functioning.